Event description:
The reporter stated that the surgeon inserted an icl (implantable collamer lens) model icm 120v4 and the lens tore. The surgeon removed the lens with no patient injury. The patient will have another lens implanted at a later date.